Event description:
Patient returned to surgery 2007, for surgical site infection - no purulence or system c signs of infection, however, unviable muscle tissue debrided - mtf cancellous chips and radius ulnar shaft used as tissue implants 2007.